Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the instrument channel of the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
Additional information received from the customer reported the suction channel tested positive for 1 colony forming unit (cfu) of pseudomonas aeruginosa, 10 cfu of candida para psilosis, and more than 100 cfu of enterococcus faecalis.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the complaint investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Olympus reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: on (B)(6) 2025. Sampling type: air/water channel. Cfu: 2. Bacterial identification: staphylococcus epidermidis; micrococcus luteus/lylae. Sampling type: auxiliary channel. Cfu: 2. Bacterial identification: staphylococcus epidermidis. Sampling type: instrument channel. Cfu: 3. Bacterial identification: coagulase negative staphylococci, filamentous fungi. Sampling type: suction channel. Cfu: 5. Bacterial identification: coagulase negative staphylococci, filamentous fungi. Sampling date: on (B)(6) 2025. Sampling type: instrument channel. Cfu: 1. Bacterial identification: bacillus licheniformis. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.